Event description:
Boston scientific crm received information via latitude red alert, that this implantable cardioverter defibrillator (ICD) exhibited one high shock impedance measurements greater than 125 ohms. Technical services (ts) indicate that the right ventricular (rv) lead has been implanted since 2002 so this may be a lead issue. The device was checked in the clinic and impedance measurements were normal. Ts believes this out of range impedance measurement was due to noise in the environment during impedance test. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.